Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the impedance was stable at about 500 ohms until 2013-(B)(6) when it rose over the course of five weeks to about 1000-1100 ohms. The threshold also rose steadily from about 0.5 volts to between 1.0-1.625 volts.

Event description:
It was reported that the right ventricular lead was dislodged; fluoroscopy showed the helix was unscrewed. Additionally, the impedance and threshold were increased. The lead will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.